Manufacturer narrative:
Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed absence of alarm, possible over delivery of the insulin, difference between sensor glucose vs. Blood glucose values and experienced .low blood glucoses. The event involved product(s) mmt-1884l,mmt-332a, mmt-399a, mmt-7040pa. Troubleshooting was performed for sensor glucose vs. Blood glucose and found that customer reported blood glucose value of 245 mg/dl. Customer reported sensor glucose value of 389 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for hypoglycemia and over deliver anomaly. Customer was admitted to emergency room and treated with glucose fluids. Customer was unresponsive and yelling when admitted to emergency room. Blood glucose value was 79 mg/dl at the time of admission to emergency room. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. Mmt-399a was requested and customer response was the device will be returned. Mmt-7040pa was requested and customer response was the device will be returned.